Event description:
The patient presented with a ruptured right ica (internal carotid artery) aneurysm and an sa (subarachnoid hemorrhage). The patient was on dual antiplatelet therapy (aspirin and plavix). On the following day ((B)(6) 2014), the patient underwent pipeline embolization treatment involving two pipelines (4.25mm x 16mm / 5mm x 14mm). During post procedural angiography, it was discovered that the pipelines had developed small unspecified clot particles during this time. It was unknown what the clot was made of. A balloon was then advanced and the entire construct of both pipelines was angioplastied to achieve full wall apposition and gain better position. Agristat was administered and 20 minutes was allowed to elapse to give time for the clot to resolve. On the following day, the patient was reported to be doing fine without residual effects of the clot. The patient was reported to be still in the hospital the following morning which was normal following a subarachnoid hemorrhage.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4). The other device involved in the event is as follows: model: fa-77500-14, lot: 9944462, dom: 30 apr 2012, exp: 30 apr 2015.